Manufacturer narrative:
(B)(4). Batch # 309a49. Date of event unknown. (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sc45a device was received for analysis with no apparent damaged and with a gst45b reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure that the accounted noted "acted like it didn't want to fire when the surgeon squeezed the trigger. Finally fired with a half complete staple line." The coordinator reported dr. Pulled a second device that worked as intended. Procedure was completed successfully with no delay. There were no adverse consequences for the patient.